Event description:
It was reported when the device was used during a rectum. Procedure, it did not deploy ant staples. The o.r time was extended by 1 hour and a hartmann's pouch was created. There were no other patient consequences reported.